Event description:
It was reported that time to eri was over-estimated. On (B)(6) 2017 the battery impedance was 5.75 kohms, the magnet rate was 93 min-1 and the time to replacement was displayed as 16 months +/- 1 month. On (B)(6) 2017, less than 6 months later, the transtelephonic magnet rate reading was 81.6 min-1 indicating eri could be reached within weeks. The results of monthly ttm checks are as follows: (B)(6) 2017: 91.5 min-1, (B)(6) 2017: 91.5 min-1, (B)(6) 2017: 89 min-1, (B)(6) 2017: 88 min-1, (B)(6) 2017: 81.6 min-1. The device was programmed in ddd mode with rate response. A channel: 75% paced, 2.5 v/0.5 ms, 453 ohms and v channel: 95% paced, 2.5 v/0.5 ms, 5.22 ohms.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that time to eri was over-estimated. On (B)(6) 2017 the battery impedance was 5.75 kohms, the magnet rate was 93 min-1 and the time to replacement was displayed as 16 months +/- 1 month. On june 21, 2017, less than 6 months later, the transtelephonic magnet rate reading was 81.6 min-1 indicating eri could be reached within weeks. The results of monthly ttm checks are as follows: (B)(6) 2017: 91.5 min-1, (B)(6) 2017: 91.5 min-1, (B)(6) 2017: 89 min-1, (B)(6) 2017: 88 min-1, (B)(6) 2017: 81.6 min-1. The device was programmed in ddd mode with rate response. A channel: 75% paced, 2.5v/0.5 ms, 453 ohms and v channel: 95% paced, 2.5v/0.5 ms, 5.22 ohms.